Manufacturer narrative:
(B)(4). The complaint device was not received for investigation. However, the data log was provided by the patient. Data logs indicate screen user select high alarm, was displayed on reported date of issue (B)(6) 2015. The data provided was reviewed on (B)(6) 2015. Complaint of intermittent audio output cannot be confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report intermittent audio output from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.